Event description:
The patient has 2 leads from the same lot implanted as part of her scs system. It was reported the patient has lost stimulation and the patient's programs are auto-reducing when she attempts to turn up the amplitude. Reprogramming was previously able to resolve the issue. However, the issue has re-occurred. The patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed diagnostic testing showed both of the patient's leads were fractured. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where both of the patient's leads were explanted and replaced. It was noted during the procedure, the physician electively explanted and replaced the patient's ipg as well.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.